Manufacturer narrative:
Additional information has been received changing the initial reportability event type. The investigation has also been completed. Please see the following changes below. B.5. Event type: it was reported when using the bd vacutainer® push button blood collection set, the device experienced poor sleeve function. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the "pbbcs needle did not retract. The sleeve did not protect the needle." Annex a code: (B)(6) h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced poor sleeve function. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the "pbbcs needle did not retract."

Manufacturer narrative:
The imdrf coding and investigation has been updated as photographs were provided. H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The customer photo shows a device with the np sleeve being side pierced. Bd is able to confirm the reported failure mode of side piercing/recovery based on customer photo analysis. Additionally, 10 retention samples from the bd inventory were subjected to sleeve function testing. All samples passed testing exhibiting sleeves that recovered properly with no side piercing. This complaint can be confirmed for side piercing/recovery based on the customer photo provided. Bd was unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced poor sleeve function. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the "pbbcs needle did not retract."

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced a retraction issue where the shield failed to retract. (Button will not engage). This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: pbbcs needle did not retract.